Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer claims 4 of their mx450 bedside monitors have gone into standby without user interaction. The customer is concerned that this could be a pt safety issue. No pt harm was reported.